Event description:
Medtronic received information that there were problems with the phenom 27 catheter and react 71 catheter. Thrombectomy was performed for right m1 occlusion. After guiding the emboguard to the right internal carotid artery (ica) using the inner catheter, an attempt was made to guide the system of react 71 + phenom21 + traxcess to the middle cerebral artery (mca), but resistance was encountered midway, and the system could not be advanced distally from the emboguard. Fluoroscopy of the aorta revealed that the emboguard was likely kinked at the bifurcation of the innominate artery, preventing system advancement (traxcess also did not pass distally and instead reversed direction). The system, including react, was retracted into the descending aorta within the emboguard, at which point something was seen floating within the emboguard. The entire system, including the emboguard, was removed, revealing the kink in the emboguard externally. After flushing the interior of the entire system externally and fixing the kink, the same emboguard was reinserted into the ica. A subsequent attempt to guide the mca with the same system was successful without resistance into the aorta. However, while traxcess appeared distally in the internal carotid artery under fluoroscopy, the phenom's tip marker was not visible no matter how much it was raised, prompting a decision to remove phenom and traxcess while leaving react within the emboguard. The microcatheter and wire were replaced with alternatives (trevtrak21 + traxcess) and guided to the mca. Subsequently, guidance was achieved distally to the thrombus as usual, and thrombectomy was completed with one pass using solitaire 4x40 and react. As angiography and flushing were not performed internally when a kink was suspected, no foreign body is believed to have been released internally. A postoperative full-body CT was conducted, showing no significant findings suggesting foreign objects within the vessels. The distal shaft of the phenom was separated. It was clarified that it is believed that at the kink in the emboguard, the phenom21 was pinched between the react and the kink, causing damage to the catheter, including the tip marker. The item floating within the emboguard during the procedure is thought to be the "non-fluoroscopic tip marker." There was resistance during delivery. The procedure was completed by removing phenom and traxcess, they were replaced with alternatives (trevtrak21, traxcess), and thrombectomy was completed using solitaire 4x40 and react. The devices were prepared as indicated in the package insert. The catheter was flushed as per instructions for use (IFU). The patient was undergoing treatment for cerebral infarction, thrombus collection. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.